Event description:
It was reported that the patient's unit displayed a system error and would not stay powered on. As a result, the patient ended up in the emergency room. Additional information received stated that the patient was in the emergency room for several hours while traveling and that their oxygen saturation was in the low 80s when emergency services arrived. The patient reported that their chest and lungs felt tight following the event and they were given steroids to help along with supplemental oxygen. A replacement unit was sent to the patient and it is working for them.

Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 06-apr-2026. The unit was returned with a noisy complaint, which was confirmed during testing. The issue was traced to a stuck feed waste valve caused by debris inside it. Also damaged compressor mounts due to compressor vibration. Uip, top housing & lower housing were also replaced due to cosmetic damage.